Event description:
It was reported that the external pulse generator (epg) automatically entered the asynchronous mode. Therefore, the epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis was unable to confirm the customer comment that the device changed spontaneously to asynchronous mode. Analysis did find that the ring and side bail covers were contaminated, the battery contacts were compressed and the keyboard was scratched and contaminated. (B)(4).

Event description:
It was reported that the external pulse generator (epg) automatically entered the asynchronous mode. Therefore, the epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.